Event description:
The customer observed clinical chemistry albumin bcg assay imprecision for the biorad calibrators when the customer was evaluating the new albumin reagents without the thimerosal preservative. The customer observed one reagent pack of lot 77056hw00 spontaneously turned green with about 250 tests left in the pack. The customer stated no other assays are affected when using the same lot of biorad multi-constituent controls. The customer was sent a new lot of reagent which was successfully calibrated. Shortly thereafter, the customer reported additional reagent packs of lot 77056hw00 developed different degrees of darkened color prior to first use. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: architect c8000 analzyer, list # 1g06-01, serial # (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analyzer, list # 1g06-11, serial# (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.